Event description:
During a lead revision procedure of a previously implanted evoke system, difficulty removing the lead from the evoke closed loop stimulator (cls) occurred. The physician used the torque wrench to unwind both screws in the cls header. One lead was difficult to remove from the header and snapped. The distal part of the lead remains in the cls header. As a result of this, the cls was replaced.